Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised to address pain and loosening of the femoral component at both interfaces. Depuy cement was used at the time of original implantation. (B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 3214326. A search of the complaint database search finds additional reported incidents against lot code 3115020 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers this investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain and loosening of the femoral component at both interfaces. Depuy cement was used at the time of original implantation.